Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient called into tech services because the liberty select cycler was draining ¿too slow.¿ the patient also indicated that when standing up it would drain quicker, but when sitting or lying down, it would drain very slow. The patient¿s treatment records indicated there was a large drain on drain 5 of 5. The patient discontinued treatment during drain 5 of 5 and finished his treatment using continuous ambulatory peritoneal dialysis (capd). A review of the patient¿s treatment records identified that the patient drained 4140 ml during drain 5 of the treatment. This drain volume is 184% of the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify the peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was indicated that the patient did not contact the pdrn therefore details regarding the event were not available, although the patient¿s medical history and regimen was provided. Pdrn indicated that the patient does not perform tidal therapy, strengths of solutions vary, patient does not do a last fill and no daytime exchange. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The patient sensor check passed. The system air leak test passed. The valve actuation test passed. The load cell verification passed. The go no go check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient called into tech services because the liberty select cycler was draining ¿too slow.¿ the patient also indicated that when standing up it would drain quicker, but when sitting or lying down, it would drain very slow. The patient¿s treatment records indicated there was a large drain on drain 5 of 5. The patient discontinued treatment during drain 5 of 5 and finished his treatment using continuous ambulatory peritoneal dialysis (capd). A review of the patient¿s treatment records identified that the patient drained 4140 ml during drain 5 of the treatment. This drain volume is 184% of the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify the peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was indicated that the patient did not contact the pdrn therefore details regarding the event were not available, although the patient¿s medical history and regimen was provided. Pdrn indicated that the patient does not perform tidal therapy, strengths of solutions vary, patient does not do a last fill and no daytime exchange. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient called into tech services because the liberty select cycler was draining ¿too slow.¿ the patient also indicated that when standing up it would drain quicker, but when sitting or lying down, it would drain very slow. The patient¿s treatment records indicated there was a large drain on drain 5 of 5. The patient discontinued treatment during drain 5 of 5 and finished his treatment using continuous ambulatory peritoneal dialysis (capd). A review of the patient¿s treatment records identified that the patient drained 4140 ml during drain 5 of the treatment. This drain volume is 184% of the patient's prescribed fill volume of 2250 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify the peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was indicated that the patient did not contact the pdrn therefore details regarding the event were not available, although the patient¿s medical history and regimen was provided. Pdrn indicated that the patient does not perform tidal therapy, strengths of solutions vary, patient does not do a last fill and no daytime exchange. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler is available to be returned to the manufacturer for physical evaluation.